Manufacturer narrative:
Pursuant to title 21 - food and drugs, chapter I - food and drug administration department of health and human services, subchapter h -0 medical device, part 803 - medical device reporting, subpart a - general provisions, section 803.16, neither this report nor any information submitted herein constitutes an admission by caire inc. That the device stated in this report, caire inc., or caire inc.'s employees, caused or contributed to the reportable event stated herein. Caire customer service requested the unit be returned to (B)(6) germany facility for evaluation. A final report will be submitted with the results of the unit evaluation.

Event description:
As reported to caire: the complaint came from a patient indicating that the oxygen flow from her visionaire was low even though it was set up at her usual flow rate of 3l/min. The patient has been hospitalized with an oxygen saturation of less than 70%. Note: the medical equipment provider tested the device. The device was brought in with a meter reading of 11804 hours and was turned on with the this meter reading. After 3 hours, the device went into alarm and the o2 concentration dropped to 60% for 30 minutes. Without influence from external factors (such as technicians), the device returned to normal operation and functioned flawlessly for 24 hours, with an o2 concentration of 93% at a flow rate of 4 l/minute. Meter reading at the end of the test was 11829 hours.

Manufacturer narrative:
Pursuant to title 21 - food and drugs, chapter I - food and drug administration department of health and human services, subchapter h -0 medical device, part 803 - medical device reporting, subpart a - general provisions, section 803.16, neither this report nor any information submitted herein constitutes an admission by caire inc. That the device stated in this report, caire inc., or caire inc.'s employees, caused or contributed to the reportable event stated herein. The visionaire unit was evaluated according to a peer-reviewed engineering protocol including visual inspection, performance testing, and event replication. The threaded screw post for the back cover installation was found to be broken; however, this would not cause the event as described and had no bearing on testing. The unit passed all product specification criteria. The unit passed all performance testing including the event replication at 3 lpm and 5 lpm for extended hours. The event could not be replicated. Likewise, caire did not witness results that match the testing performed by the durable medical equipment manufacturer prior to returning the unit. The noted drop in oxygen concentration was not replicated. Risk assessment soc-ra-1000, rev l was reviewed and found to be adequate without revision. The unit is designed to alarm in low purity scenarios; alarms are defined in the IFU. Testing did not indicate an alarm malfunction. Risk assessment dfmeca tab sb-9 indicates that humidity in the environment might cause low purity, however, the unit would alarm for low oxygen purity.